Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and the insulin was pump was having rewind anomaly. Customer stated it took them 3 times to complete the rewind. Blood glucose level at the time of the incident was 596 mg/dl which was treated with manual injection. The insulin pump will be replaced and customer agreed to return the device for analysis.

Manufacturer narrative:
Pump passed the displacement test however the pump alarmed compromised force sensor system during prime test and motor error alarm during the basic occlusion test due to loose/protruded drive support disk. The motor was tested outside of the device and passed. Unable to verify rewind anomaly due to the compromised force sensor system alarm noted. Pump received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address/serial number label, cracked belt clip slot and cracked case reservoir tube window corner.